Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "during use, the customer found 2 tubes has underfill issue.¿

Manufacturer narrative:
H.6. Investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had underfill or low draw of a tube with blood. The following information was provided by the initial reporter: "during use, the customer found 2 tubes has underfill issue.¿